Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device failed several self-tests due to a low battery between (B)(6) 2012. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups of 10 minutes duration between the (B)(6) 2014. The pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.